Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the representative (rep) for cardiomems had difficulty calibrating the sensor on a patient newly implanted with a heartmate left ventricular assist device (lvad) device. The rep had difficulty obtaining a signal to calibrate the cardiomems sensor due to navigating around the care equipment/central line. The rep was calibrating at the bedside navigating around patient care equipment and also attempting to "approach too close to the heartmate and the central line that was connected to the heartmate and leaves the patient's body thus could not get a proper signal for calibration." The rep stated that an attempt from above the patient's head was key and when the patient decided to cooperate with lying flat and they were able to successfully get the calibration. After attempting the orientation from above the patients head while the patient was lying flat, the device was successfully calibrated.